Event description:
Procedure type: tep totally extraperitoneal. According to the reporter: the scrub nurse found the balloon was broken prior to the procedure. There was no report of pieces falling into the cavity or impacting the patient. The operating time and incision were not extended as a result. A new instrument was used to complete the procedure. No patient injury was reported.

Manufacturer narrative:
(B) (4)